Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had a 400cc mentor memorygel breast implant experienced left sided baker grade iii capsular contracture post procedure. The capsular contracture was accompanied by hardening and pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on (B)(6) 2021. The left sided capsular contracture was baker grade iii. When the devices were explanted bilateral prosthesis replacement with mentor smooth round high profile 460cc saline prostheses was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2021. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 17, 2020. The device was explanted on (B)(6) 2020. 2. Is other serious- uncheck. 2. Is required intervention- check. Reason for device explant and/or reoperation: capsular contracture. H6 patient code 3191: medical device removal. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Additional information was received on september 18, 2020. The patient's date of birth was obtained. This value has been populated in a2. Additional information was received on september 21, 2020. The left sided baker grade iii capsular contracture reported initially was actually a bilateral baker grade IV capsular contracture. The right prosthesis is being reported under 1645337-2020-12467. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2021. The explant date has been updated to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).